Manufacturer narrative:
(B)(4). This is a report of a patient who re-used a set of supplies when initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient that reused single-use supplies during peritoneal dialysis therapy. During troubleshooting of an unrelated alarm, the home patient stated that they restarted therapy while remaining connected to the homechoice with the same supplies. The technical services representative assisted the patient to end therapy. There was no patient injury or medical intervention associated with this report. No additional information is available at this time.